Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device touch screen stopped working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the unit has contamination and pca burned. The customer complaint was reproduced. There were 11 errors has been identified. The device was scrapped.